Event description:
It was reported that this patient presented to the emergency room (ER) due to having bradycardia. Review of device data found that the right ventricular (rv) lead exhibited loss of capture. Additionally, there was rv undersensing on the presenting electrogram. The automatic pacing threshold test were successful. Upon further review, they found the rv lead was microdislodged. It was noted the patient will be getting a lead revision. At this time, the lead remains in service. No adverse patient effects were reported.